Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR 2134265-2018-06074. It was reported that partial stent deployment occurred. The target lesion was located in the heavily calcified superficial femoral artery (sfa). A 6 x 150 x 130 innova¿ stent was advanced contralateral and stent deployment was initiated. The stent did not deploy after fully retracting the thumbwheel and using the pull grip. Then, with no hands on the device, the stent deployed. The stent was stretched out in the patient. A 6 x 100 x 130 innova¿ stent was then selected for use, however, the same issue occurred. The procedure was completed with these two stents. There were no patient complications reported and patient's status was fine post-procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a .014 guidewire in the device. The outer sheath, mid-shaft, inner liner and the remainder of the device were checked for damage. The device had a guidewire froze in the catheter. Visual examination showed a kink at the nosecone. No damage was noticed on the outer sheath or the mid-shaft. Visual examination showed that the inner liner was damaged in the form of buckling. The guidewire sticking is most likely caused by the buckling of the inner shaft constricting the guidewire in the device. The handle was opened and no damage was noticed on the inside of the device. The stent was not returned in or with the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the buckling/kinks on the inner shaft were attributable to procedural factors. Because there was no evidence of any product quality deficiencies, it was considered likely that the kink at the nosecone was attributable to handling of the device. The innova directions for use states that a stiff 0.035 in guidewire is strongly recommended for deployment of the stent, especially for tortuous anatomy and contralateral approaches. Use of undersized guidewires may lead to insufficient support of the device which can compromise stent delivery. In this case, there was no evidence that the reported deployment issue was attributable to any product quality deficiencies related to the complaint device. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR 2134265-2018-06074. It was reported that partial stent deployment occurred. The target lesion was located in the heavily calcified superficial femoral artery (sfa). A 6 x 150 x 130 innova stent was advanced contralateral and stent deployment was initiated. The stent did not deploy after fully retracting the thumbwheel and using the pull grip. Then, with no hands on the device, the stent deployed. The stent was stretched out in the patient. A 6 x 100 x 130 innova stent was then selected for use, however, the same issue occurred. The procedure was completed with these two stents. There were no patient complications reported and patient's status was fine post-procedure.